Event description:
Related manufacturer reference number: 1627487-2022-06397. It was reported the patient's leads had migrated. As such, surgical intervention was undertaken on (B)(6) 2022 during which the existing occipital leads were repositioned to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.